Event description:
It was reported that the customer was hospitalized for dka. The family member stated that the customer was vomiting and was dehydrated. It was indicated that the cause of event was not determined. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was educated on the two hbg rule.